Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that intermittently, the pump charging port would not hold the usb cable properly and the pump battery could not be charged. Customer's blood glucose was within range (value not provided). The customer reverted to an alternate method of insulin therapy.